Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® urine collection cup there was a question on sterility. The tubes have an appearance having condensation but that does not leave. The following information was provided by the initial reporter, translated from (B)(6) to english: we have a batch of pot a ecbu ref 364941 batch 9190709 which has a defect. Indeed the jars give the impression of having condensation but that does not leave. Are the pots still sterile?

Manufacturer narrative:
H.6. Investigation summary. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cloudy cups with the incident lot was observed. The customer samples were tested and no issues relating to cloudy cups were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, results from a clinical study indicated that cups manufactured with a cloudy appearance demonstrated no statistically significant differences for numeric routine urinalysis parameters when compared to other cups manufactured with a clear appearance

Event description:
It was reported that before use of the bd vacutainer® urine collection cup there was a question on sterility. The tubes have an appearance having condensation but that does not leave. The following information was provided by the initial reporter, translated from french to english: we have a batch of pot a ecbu ref (B)(4) batch 9190709 which has a defect. Indeed the jars give the impression of having condensation but that does not leave. Are the pots still sterile?